Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Updated fields:h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake and foreign objects in the nozzle. Based on the results of the investigation a definitive root cause could not be identified for any malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a e315 error. There were no reports of patient harm.